Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level read "high" on cgm, a specific value was not provided. The customer experienced high levels of ketones that were identified as life threatening per a health care provided. Elevated blood glucose was addressed with a manual dose injection. The customer reverted to manual dose injection for insulin therapy and a replacement pump was sent to the customer.

Manufacturer narrative:
The device is expected to be returned, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.